Manufacturer narrative:
(B)(4). Nsufficient drive of disposable. Onclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a gynecological procedure on an unknown date. During the procedure, the motor drive unit was working intermittently. The procedure was able to be completed using the same motor drive unit with no adverse pt consequences.